Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, since the correct lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system overheated and the silicon jaw boots started melting. The customer thought it was the cable, so they switched out the cable twice. The problem persisted, so a replacement unit and cable were used to complete the procedure. The hospital did not report any patient effects. The product was discarded.